Manufacturer narrative:
The report was received from (B)(4). The hosp and pt info are confidential and will not be released. Add'l info is not available. Results: the sample is not available for eval. Conclusions: because the sample was not available for investigation, we were unable to determine a root cause for the problem encountered. (B)(4).

Event description:
The catheter broke during the procedure.